Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the report from the field was confirmed. Analysis of the returned lead identified fractures in the stimulation end portion of the lead that corresponded to the distal end of a swift-lock anchor. It was concluded that the ¿ineffective stimulation¿ prior to the revision, is consistent with an overstress condition the lead was subjected to while still in vivo. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6) ) lost stimulation. Lead diagnostics revealed high impedance measurements. X-rays identified at kink at the anchor site. In turn, the patient underwent surgical intervention to explant and replace the lead which resolved the issue. The exact date of loss stimulation is not known.